Event description:
It was reported that the vascular stent twisted following deployment. The patient subsequently had his leg amputated. No additional information has been provided.

Manufacturer narrative:
As the lot number of the subject device was not provided, a device history record review could not be performed. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. Based on the image provided, the reported stent twisting could be confirmed. The stent showed two twisted areas on the images, as reported. Potential contributing factors to the reported event have been evaluated. Previous investigations with the same reported device deficiency have been reviewed. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to a twisting of a stent in this region. In this case, it was reported that the vessel was calcified but the stent was deployed without difficulties. Based on the information available, a definite root cause could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device.

Manufacturer narrative:
The event is currently under investigation. Neither the product, catalog number nor the lot number of the subject device has been provided; therefore, a device history record review could not be performed.